Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove using a guiding catheter and the reported difficulty to remove from the introducer sheath was able to be confirmed. The reported failure to advance and the reported difficulty to remove from the anatomy were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced resistance was met with the heavily tortuous, moderately calcified and 90% stenosed anatomy resulting in the reported failure to advance. As an attempt to remove the sds was made, interaction with the guiding catheter resulted in the reported/noted stent damage (flared/mangled) thus resulting in the reported difficulty to remove from the guiding catheter, anatomy and introducer sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Return device analysis revealed that the stent was extremely damaged, but it was stationary on the balloon. Follow-up with the account confirmed that the physician had thought the stent would dislodge; therefore, a snare device was used to remove the entire system together as a single unit. The whole system could not be pulled into the sheath, so the cut down procedure was used to remove the entire system. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily tortuous, and moderately calcified lesion in the proximal right coronary artery. Following pre-dilatation, a 3.25 x 38 mm xience alpine stent delivery system (sds) was advanced; however, failed to cross due to the anatomy. An attempt to remove the sds was made, but resistance was felt. The stent struts became flared and the stent dislodged. An attempt to snare the stent for removal was made, but the stent could not be pulled into the guiding catheter. The entire system was pulled close to the puncture site; however, the system could not be pulled into the sheath. The radial artery was cut down in the surgical department and the dislodged stent was retrieved. No additional information was provided.